Manufacturer narrative:
Evaluation summary: customer reported gfd was explant due to a blockage. The gfd was implanted in patient eye for some period of time. Only shunt was received for investigation. During initial inner illumination test, partial blockage of the lumen was found. After cleaning the device the blockage was removed. Light passed through both sides of the restriction unit. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that approximately five months following a glaucoma filtration device (gfd) procedure, the gfd was found to be blocked. The gfd was explanted and replaced with another one. Additional information has been requested but not received to date.